Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings and insulin delivery was suspended due to sensor glucose verses blood glucose difference. The customer¿s blood glucose was 10 mmol/l and the sensor glucose was 5 mmol/l. Customer's another blood glucose was 5 mmol/l. The customer was assisted with troubleshooting. The device will not be returned for analysis.